Manufacturer narrative:
(B)(4).

Event description:
Customer called on (B)(6) 2011 reporting of a hydropneumatic leak on a unicel dxc 600 synchron system. Customer stated that they had found the leak when trying to fix a hydropneumatic subsystem and smart module errors by homing the instrument. Customer noted that the instrument successfully went to standby and the leak was seen afterwards. Customer stated that they could not identify the source of the leak but mentioned that the instrument was leaking waste material. Customer stated that no injury or exposure was reported and that the patient results were not affected by the leak. Field service engineer (fse) visited and found that the leak had stopped after customer rebooted the system due to smart module error. Fse replaced the water monitor and verified performance and the results meet published performance specifications.